Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that there was no evidence that the trip wire had been secured into the handle slot and the slack was not taken up. The ligator housing was not returned with the device. The reported event of bands unable to deploy was not confirmed. Due to lack of evidence and without proper evaluation of the device, a product analysis could not be performed to determine if the device presented any condition that could have contributed to the reported event; therefore, the most probable root cause of this complaint is cause not established. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the trip wire was not secured into the handle slot; however, the iuf states, "secure trip wire in slot on handle unit."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat liver cirrhosis during an endoscopic variceal band ligation (evl) procedure performed in the anus on (B)(6) 2025. During the procedure, the second and third band were stuck together. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used to treat liver cirrhosis during an endoscopic variceal band ligation (evl) procedure performed in the anus on (B)(6) 2025. During the procedure, the second and third band were stuck together. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.